Event description:
A customer reported the controller chip for the footpedal was having some problems. The timing of the event and level of patient involvement is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).